Event description:
It was by the sales rep in france that the expressew iii needle device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device was stuck inside the expressew iii suture passer w/ hook device. It was further determined that the expressew iii needle device was missing its white plastic flag. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. Investigation summary ==> according to the information provided, it was reported that during an intervention, the surgeon was unable to use the expressew needles, whose plastic guard systematically broke when trying to use them after putting them in the forceps. He tested other needles, from 3 different lots (3 box of 5 needles) and all broke at the same level. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed that the needle was found stuck into the shaft of the device, the white plastic flag is missing. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 66895 and no non conformances were identified. Complaints have been filed regarding the expressew iii needles as part of the expressew iii autocapture flexible suture passer system. This system is indicated for passing suture through tissue in open or arthroscopic surgery. Complaints were received due to the incorrect position of the plastic flag at the proximal part of the expressew needle, and this flag is used to properly load or unload the needle and used to position the needle properly within the expressew iii re-usable instrument. The white flag is used to properly load or unload the needle within the expressew iii re-usable instrument. The incorrect position of the white plastic flag issue has been reviewed and a nonconformance was opened to track this failure with the supplier as well an investigation at the escalation board. A deeper investigation will be performed under this action. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.